Manufacturer narrative:
It was reported that the "patient had right femoral line placed by medical provider and all lumens of triple lumen catheter had no blood return. The customer reported that the catheter was removed and a new one placed. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Unable to aspirate from port. New line placed.

Manufacturer narrative:
Updated fields b4, d2, d9, g3, g6, h2, h3, h6.